Manufacturer narrative:
Received 1 used drainage bag with the original unit packaging. The reported event was confirmed; however the root cause is unknown. The visual inspection noted the tubing was kinked above the connection to the bag approximately 2.5 inches. The kink reduces the inner diameter of the drainage by more than 25 percent. The bag was folded correctly. The functional evaluation was conducted as follows: the received sample was functionally tested under tm50030 (drainage test for customer complaint-catheters/drainage bags) by passing water through an in house 16fr. Catheter (not part of the samples received). Observed no drainage problems; the flow was continuous during the test on the sample received. The drainage test for customer complaint-catheters/drainage bags indicates that 250cc must be drained in 64 seconds maximum. The result was the following: time to drain 250cc: 55 sec. The samples received reached the intended drainage indicated in tm50030 in less than 64 seconds. The sample received operated within specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "periodic observations of this system should be made to ensure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, the bag may have to be changed. If bag is not positioned correctly, urine may bypass the meter and go directly to the bag. Reposition bag as necessary." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was a kink in the tubing of the device. The kink allegedly restricted the urine from draining into the drainage bag. As a result; the drain bag was immediately replaced, and there was no impact to the patient. No medical intervention was required.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was a kink in the tubing of the device. The kink allegedly restricted the urine from draining into the drainage bag. As a result; the drain bag was immediately replaced, and there was no impact to the patient. No medical intervention was required.